Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the dso sensor quiescent voltage rests ~58mv. Device alarmed "remove and reattach cassette. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Review of service history found no applicable history. Review of event log found several instances of "cassette not attached properly." Visual and functional testing was performed. Complaint was confirmed. Probable cause was the cassette detector pin. It was determined cassette detector pin was stuck in a consistently pressed position. Removed cassette detector pin seal, pin became functional. Replaced seal. Device passed all testing post repair.